Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that no additional actions were taken.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# unknown, product type: lead. Product ID: 977c165, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the healthcare professional (hcp) nicked the lead. The rep wanted to know if it was fine to leave the lead since the impedance test showed that everything was good. Technical services told the rep that the lead integrity was not guaranteed at that point, even though impedance was good, since damage may show up later. The rep further reported that the hcp implanted the lead on the day of the report. No symptoms were reported. No further complications were reported/anticipated.